Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer stated that the pump's display went blank immediately after the pump was exposure to moisture. Customer stated a constant tone is occurring. Customer reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage was also found on the motor, battery tube and vibrator assemblies. Unable to verify a21 due to blank display. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.